Manufacturer narrative:
No abnormal issue was found in the manufacturing process, technical testing and quality control inspection, and the manufacturing process. The test results of retention samples of cov1100045 met the qc criteria. The complaint issue was not reproduced with the retention samples. The root cause is undetermined. Similar issues will be tracked and trended.

Event description:
False positive result(s). User stated "I first tested positive using the flowflex test on (B)(6) 2022. Lot cov1100045 expiration date 2022-10-15. Had a pcr test on (B)(6) 2022. (B)(6) 2022 took another flowflex same lot # and expiration date also tested positive received negative pcr on (B)(6) 2022".